Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: 3004468271, 1000381138, 3007420694. Currently, these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration 3007420694. Process of gathering and analyzing information is ongoing. The device evaluation conducted following the event did not reveal any lift malfunction. Additional information will be provided upon conclusion of the investigation.

Event description:
While lowering the resident into the chair using a tenor lift, the front wheel of the lift reportedly lifted off the ground and the lift tilted forward. Staff intervened to prevent the lift from contacting the resident. No injuries were reported.

Manufacturer narrative:
Based on the collected information, the instability of the lift device occurred after lowering the resident into the chair using the tenor lift equipped with a bariatric loop sling (model maa8010-l-l1, serial number (B)(6)). Allegedly, the lift legs were unobstructed throughout the transfer. Staff statements regarding the sequence of events are inconsistent: one report indicated that the lift tipped forward, others described a slight movement without lifting, and another suggested a sideways tilt. The device evaluation conducted following the event did not reveal any malfunction that could have contributed to the incident. Based on the available information, it appears possible that the resident was not positioned directly above the intended destination point. Staff reported assisting by guiding the resident on the sides of the sling, which could have introduced instability to the device. The operating and product care instructions (IFU thl25808m-en rev. 1 from aug/2008) describe step by step how to lift/lower a resident and include information to ¿position the tenor so that the spreader bar is just above and centrally situated over the resident.¿ there is also warning ¿when lowering the resident back into a chair or when transferring from bed to chair, position the resident in such a way that he / she is fully supported by the chair when he / she is lowered.¿ there was no product failure that led to the device tilting. The arjo device played a role in the incident since it was used with the resident. This incident has been deemed reportable due to the allegation of the lift tilting during use.